Event description:
This was a left-sided lead extraction procedure to remove three non-functional leads. Each of the leads was prepped with llds. Due to heavy fibrosis on the leads, the procedure required switching between extraction tools (14f glidelight, 16f glidelight, and 11f tightrail). Overall, the procedure went well and all three leads were removed. After withdrawing the 16f glidelight (which was used last on the rv lead after both the ra and lv leads had been removed) the patient's blood pressure declined. A sternotomy was performed and an injury in the subclavian was discovered and repaired. Three hours after repairing the injury, the patient's blood pressure declined again and it appeared that the very diseased wall of the subclavian had perforated again. Unfortunately, the patient did not survive.

Manufacturer narrative:
UDI: (B)(4).